Manufacturer narrative:
(B)(4). A visual examination performed confirms that the cam (metal part of the connecting piece between nail and targeting guide barrel grip) has completely sheared off. No other anomalies on the targeting guide barrel grip could be identified. The fractured off cam was not returned; its whereabouts are unknown. The nail utilized with the targeting guide barrel grip is unknown. Review of complaint history identified no additional similar complaints for the reported item and no additional complaints for the reported part and lot combination related to the event. Correspondence with our development team indicates that only straight nails are implanted with the targeting guide barrel grip and that no rotational blocking in the intramedullary canal as with the anatomical-shaped a/r nail is likely. It is also not the intent of this interface to apply huge rotational forces which might cause a fracturing off of the cam. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during implantation of the humeral nail, the rotational control piece of the targeting guide barrel grip sheared off. No delay or impact to patient reported.